Manufacturer narrative:
There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis ccpd for renal replacement therapy (rrt) called customer service requesting operational assistance reconnecting a patient to the liberty cycler, after disconnecting mid-treatment for a procedure (details unknown). The patient was reconnected and began draining without further issue. The patient was reported to be in the hospital. Details surrounding patient¿s hospitalization, including cause, are unknown. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.